Event description:
While giving a dose of lovenox, the needle guard engaged, resulting in partial dose (1/3 - 1/2 dose) being given.====================== health professional's impression======================the needle guard engaged and needle was removed.